Manufacturer narrative:
The customer reported there was no patient involvement.

Event description:
The customer reported that the unit had battery failure. The customer reported there was no patient involvement. The customer service confirmed the reported issue. The customer stated in the email that the battery was received.

Manufacturer narrative:
Multiple attempts were made to follow-up with the customer to obtain patient information; however, there was no response. If additional information is received at a later date, a supplemental report will be submitted. The customer reported the unit was plugged in, and the ventilator was alarming battery failure. The battery would not charge. The customer reported that the replacement battery was received and to close this case.